Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for routine follow up. Upon interrogation, the pulse generator exhibited noise reversion; the device was oversensing on the atrial channel. Programming changes were not made. The device remained implanted and the patient would be monitored.